Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that touch panel display is getting off intermittently or color bar coming on occurred due to printed-circuit (cp) board failure. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and inspected by olympus. The panel display issue was confirmed, due to a faulty circuit board. Additionally, olympus found color bars on the monitor screen instead of the endoscopic image which was also, due to the faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite ii video system center was malfunctioning because the touch panel had intermittent blackouts. The issue was found during preparation for use. The intended procedure (a retrograde intrarenal surgery) was completed with a similar device. There were no reports of patient harm.